Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced the air detected set alarm which caused interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). Evaluation summary: during the event history review, a baxter technician discovered a colleague infusion pump with the reported condition of an air detected set alarm was confirmed but not reproduced. The assignable cause could not be identified. However the air-in-line printed circuit board (ail pcb) found to be defective and it was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.